Event description:
It was reported that pump displayed malfunction code that had not been preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction code appeared again.